Manufacturer narrative:
¿As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.¿

Event description:
End of impaction handle sheared off during impaction - impacted the cup and when the arm was taken away from the patient and the impaction platform taken off the impaction handle, part of the impaction handle had been sheared off and fell out of the impaction platform onto the sterile back table. Case type: tha.

Event description:
End of impaction handle sheared off during impaction - impacted the cup and when the arm was taken away from the patient and the impaction platform taken off the impaction handle, part of the impaction handle had been sheared off and fell out of the impaction platform onto the sterile back table . Case type: tha.

Manufacturer narrative:
Follow-up #1 and final report submitted. Reported event: the event reported that a trident straight cup impactor broke during impaction. Product inspection: the product was unavailable for inspection as the product was not returned. Product history review: review of the device history records indicate 87 devices were manufactured and accepted into final stock on 10/19/2016. No non-conformances were identified during inspection. Complaint history review: review of complaints for p/n 209820, l/n 32880 within the trackwise database show no other related complaints. Nc/CAPA history review: a review of stryker¿s nc/CAPA database indicated there have been zero ncs or capas associated with the product and failure mode reported in this event. Conclusion: a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event. Device not returned.